Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported and a "call your doctor" icon message was seen on the pt programmer. An overdischarge of the neurostimulator was suspected as the pt had not recharged their device in over one month. After using the antenna locator, the pt was able to recharge and the por was cleared. Additional info was requested.